Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15752). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in clinic for follow up, upon interrogation, premature battery discharged was observed. Subsequently, the device was explanted and replaced. The patient was doing well.

Manufacturer narrative:
Correction: g4 - date received by manufacture for MFR number 2017865-2018-04493 was incorrectly reported. The correct aware date is march 1, 2018.